Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg) the physician experienced issues with the deflection and deployment buttons of the delivery system. Moving the deflection button caused the deployment button to move as well. A leak in the delivery system shaft was also noted during flushing before inserting the delivery system into the introducer sheath. The delivery system was removed. The delivery system was returned to the manufacturer, analysed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a partial delivery system was returned and analyzed. The delivery system outer shaft leaks. The articulation of the delivery system was out of plane. Fluid pathway leak was observed on the delivery system. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. There was a leak of the distal end of the outer shaft of the delivery system. The delivery system outer shaft was bent. The analyst noted a partial delivery system was returned without the device. The tether and tether pin were returned separated from the delivery system upon receipt. The tether was cut/pulled apart. The outer shaft was bent at 5 cm from the distal end of the delivery system. There was a leak on the outer shaft while flushing at 3.4 cm from the distal end of the delivery system. There were no anomalies found with the deployment button and the deflection button of the delivery system. Deployment testing could not be performed as the device was not returned and the tether and tether pin were removed from the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.